Manufacturer narrative:
The investigation of the manufacturer is ongoing.

Event description:
The customer reported a rise in plasma free hemoglobin in a couple of patients while on cardiohelp. The suspicion was the rise was caused by clots pulled into the hls set from the patient, and then lysed by the centrifugal pump. The events happened several weeks ago and the customer relayed the information to us during an unrelated call as an aside. The customer was asked if they saved anything, and they stated no. They do not have lot numbers or any circuit for study, but did take a couple of pictures. The customer stated that plan is to change out circuit if this happens again. At this time, no additional information is available. No harm to any person was reported. Complaint ID:(B)(4).

Manufacturer narrative:
The customer reported a rise in plasma free hemoglobin in a couple of patients while on cardiohelp. The suspicion was the rise was caused by clots pulled into the hls set from the patient, and then lysed by the centrifugal pump. The events happened several weeks ago and the customer relayed the information to us during an unrelated call as an aside. The customer was asked if they saved anything, and they stated no. They do not have lot numbers or any circuit for study, but did take a couple of pictures. The customer stated that plan is to change out circuit if this happens again. At this time, no additional information is available. No harm to any person was reported. The affected products were not available for technical investigation of the manufacturer. The reported event "rise in plasma free hemoglobin" was not investigated within a previous complaint. No lot#, serial number or part number was provided by the customer, thus a device history review cannot be performed. Thus the exact root cause of the reported event could not be determined. However, mcp conducted a medical assessment of the reported event with the following outcome: "a non-exhaustive review of the literature supports the observation and subject of this complaint. The observed increase in plasma free hemoglobin in the two patients may have been an indicator of occult and/or observable thrombus accumulation in the hls set. The observation is consistent with the recent reviews and publications in larger series of patients on extracorporeal support.". Based on this and the provided pictures the reported failure "rise in plasma free hemoglobin" could be confirmed but was most probable not contributed by a product related malfunction. Based on the medical assessment the reported event could be associated and was most probable caused by: -the presence of thrombus near the shaft of the centrifugal head. The occurrence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).